Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one plastic port MRI l/p with 7 fr s/l standard groshong catheter kit was returned for evaluation. The sample had blood and residue throughout. Necking was observed at the proximal end of the 20 cm depth marking on the distal tubing segment. A complete break was also observed at the stem of the port, with a small portion of the catheter still attached to the stem of the port. The break surfaces of the complete break matched exactly. The investigation is confirmed; however; the root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include mushroomed catheter, chemical degradation and damage during implantation. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately twenty seven days post port placement via the right internal jugular vein, the port allegedly broke and migrated to the right atrium. It was further reported that the port was removed without any issues. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. Expiration date (03/2019).

Event description:
It was reported that approximately twenty seven days post port placement via the right internal jugular vein, the port allegedly broke and migrated to the right atrium. It was further reported that the port was removed without any issues. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary:the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged break/migration as no objective evidence has been provided to confirm any alleged deficiency with the catheter. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include mushroomed catheter, chemical degradation and damage during implantation; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately twenty seven days post port placement via the right internal jugular vein, the port allegedly broke and migrated to the right atrium. It was further reported that the port was removed without any issues. There was no reported patient injury.